Event description:
Device issue: none. Adverse event: perforation/death. Time of adverse event: during use/after use. It was reported that the procedure on (B) (6) 2010, was to treat a severely calcified lesion in the left anterior descending artery (lad). First, a 4.0 x 28 xience v stent was deployed and then a 4.0 x 18 xience v stent was deployed. After the 4.0 x 18 xience v stent was deployed a perforation was noted. The perforation was treated with a graftmaster stent, which was deployed without an issue and covered the perforation. The pt experienced cardiac tamponade and periocardiocentesis was performed with limited amount of fluid retrieved. The pt experienced cardiac arrest and CPR was performed. The pt was taken for CABG surgery. The pt underwent CABG surgery and after there were no signs of bleeding. The pt was inguarded (serious) condition. On (B) (6) 2010, the pt had cardiac arrest and died. The autopsy results revealed myocardial infarct. Infarct was acute, recent and remote. The right coronary artery was completely occluded. The stents in the lad were noted, but the report did not indicate if the stents were patent or not. The left circumflex artery was 60 to 70% stenosed. Though requested, no additional info was available.

Manufacturer narrative:
(B) (4). The xience v 4.0 x 28 (part# 1009543-28, lot unk) and graftmaster 3.0 x 12 (part# 12746-19, lot# 505808) indicated are being filed under a separate medwatch MFR number. The stent remains in the pt. The lot number was not identified; therefore, a review of the device lot history record could not be performed. Death, myocardial infarction, perforation, cardiac tamponade, and hematoma are known adverse events as listed in the xience v instructions for use. Although, a conclusive cause for the reported pt effects and the relationship to the device, if any, could not be determined, there is no indication of a product quality deficiency with respect to MFR or design.